Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had partial/ were coils removed properly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc degeneration ("degenerative disc disease"), asthenia ("weaknessses") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, asthenia and inflammation outcome was unknown. The reporter considered asthenia, inflammation, intervertebral disc degeneration and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weakness, degenerative disc disease, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had partial/ were coils removed properly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc degeneration ("degenerative disc disease"), asthenia ("weaknessses"), inflammation ("inflammation") and metal poisoning ("metal toxicity"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, asthenia, inflammation and metal poisoning outcome was unknown. The reporter considered asthenia, inflammation, intervertebral disc degeneration, medical device removal and metal poisoning to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weakness, degenerative disc disease, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media information received: new event metal toxicity was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had partial/ were coils removed properly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc degeneration ("degenerative disc disease"), asthenia ("weaknesses") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, asthenia and inflammation outcome was unknown. The reporter considered asthenia, inflammation, intervertebral disc degeneration and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weakness, degenerative disc disease, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.